Event description:
A patient who had been prescribed focus night & day lenses for continuous wear around 2002, was seen by their optometrist approximately 5 days later with a corneal scratch and was instructed to discontinue wear for 5 days. It is unknown when the patient resumed lens wear. The patient presented to the reporting physician 10 days later with worsening blurred vision in the left eye, pain, photophobia, tearing and rhinorrhea for the previous 20 hours. The patient indicated their wear history to be occassional overnight wear and had not actively cleaned the lenses. Visual acuity reported to be 20/60, 20/40 with pinhole. Examination of the eye revealed epithelial defect about 1mm away from central cornea. Anterior chamber contained 2+ cells with 2+ flare. Culture results positive for pseudomonas. Treatment begun with ocuflox. At next day follow-up, patient was prescribed fortified vancomycin, tobramycin & atropine. Visual acuity 20/40 and did not change upon subsequent follow up the next day. Physician indicates ulcer slowly improving and anterior chamber quiet. Significant conjunctival injection still noted. Patient instructed to continue with eye drops. Several attempts to obtain additional information have been made. In 2003, the attending physician indicated verbally that they recollect resolution, but no additional details such as final visual acuity or scarring were available to report. No additional information is available at this time.